Event description:
It was reported that the patient presented remotely with an implantable cardiac monitor that was over-sensing t-waves. Programming changes were recommended but not performed, and the patient was stable and will be monitored.